Manufacturer narrative:
Concomitant products: product ID 3037, serial# unknown, product type programmer, patient; product ID 3889-28, lot# va0kpke, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient received the implant on the date of the report. The caller was not able to adjust stimulation, had a ¿call your doctor¿ icon display on their programmer and a power on reset (por) condition. The caller was redirected to the patient¿s healthcare provider to arrange for the device to be checked and programming completed. The healthcare provider noted the patient experienced ¿no sensation of implant¿ and that the cause of the por was due to the programmer not having been bonded after implant. Once it was bonded on (B)(6) 2014 it was working and the patient recovered without permanent impairment.